Event description:
It was reported that there was an over infusion of potassium phosphate in the nicu. The nurse was initiating a new syringe of potassium phosphate, after the previous infusion of same medication had completed. A new syringe of 3mm/ml 0.29mmol in dextrose 10% 2.9ml IV was loaded into the infusion pump. The ordered dose was 0.29mmol to infuse at a rate of 0.48ml/hr over 6 hours, with a volume to be infused of 2.9ml. The nurse scanned the patient band, then scanned the medication label, and finally followed prompts on the medication administration record (mar.) The nurse stated, "I don't recall exactly what the mar indicated but it was not registering the pump." The nurse rescanned the medication and the pump several times until the pump displayed a prompt to confirm syringe, at which point the nurse confirmed. The nurse stated, "the pump then prompted me to add a number. I'm not remembering clearly if it was the top line or second line. I do remember adding 2 9." At this time the guardrails warning displayed the dose was high. The nurse stated, "....knowing that the med had been reviewed prior to my receiving it, I continued with the set up." The nurse then pressed start, and the medication began infusing. A message was then displayed on the mar with instruction to send the order to the pump. The nurse stated she "hit accept." While assessing the patient after initiation of the medication, the nurse observed that the drug was infusing at 29ml/hr. The nurse stopped the infusion and noted that 1ml of medication had infused within a "few minutes time." An EKG was completed, noting normal sinus rhythm. Stat labs were drawn with no significant change from baseline . It was reported that there were no adverse effects to the patient as a result of the event. Per pharmacy, the medication at the time of the event, was infusing at 29ml/hr, but should of been infusing at 0.48ml/hr. Pharmacy reports, although the nurse immediately unclamped the syringe, the patient received 1ml of mediation in 5-6 minutes, equating to a "total dose of 0.15meq at a rate of 1.8meq/kg/hr, which is above the infusion rate limit of 1meq/kg/hr." The patient was examined and furthered monitored; EKG was done to rule out arrhythmia and stat labs drawn to check electrolytes. Per pharmacy, the patient experienced no adverse affects as a result of the event.

Manufacturer narrative:
The report of an overinfusion was confirmed. Physical inspection of the device noted the instrument seal intact. No abnormalities were observed. Review of the device error log found no errors. The pcu event log shows that syringe module s/n (B)(6) received a remote IV request for potassi05i (drug ID 215) to infuse at 0.25 ml/hr with a vtbi of 1.5 ml at 7:45 am on 31 january 2020. The user then selected a 3 ml bd syringe with 1.5704 ml detected. The user then selected yes to the guardrails warning ¿dose is below guardrails limit of 1mmolkg. Proceed?¿ and then started the infusion. The infusion ran until 1:46 pm when the infusion completed, and the device was then channeled off. At 1:48 pm, the device received another remote IV request for potassi05i (drugid 215). The user then exited out of the syringe selection screen. At 1:50 pm, the user selected a 5 ml bd syringe with 2.9294 ml detected. The user then programmed a custom concentration infusion of potassium phosphate weight based dosing (drugid 215) through guardrails. The user entered 2.9 mmol for the drug amount, which made the dose 1.6 mmol/kg. The user entered 2.9 ml for the diluent volume, which made the concentration 1mmol/ml. The user entered 6 minutes for the duration, which made the rate 29 mlhr. The user changed the vtbi to 2.9 ml and started the infusion. The user selected yes to the guardrails warning ¿rate exceeds guardrails limit of 2.9ml/hr. Proceed?¿ and the infusion started. At 1:53 pm, the device received another remote IV request for potassi05i (drugid 215). The user then selected the device and paused the infusion. At 1:54 pm, the user selected delay options and then selected no to the guardrails warning ¿rate exceeds guardrails limit of 2.9 ml/hr. Proceed?¿ the device then alarmed for check syringe and clamp open and then the device was channeled off. At 2:02 pm, the device was selected, and the user selected an unspecified syringe. The user then programmed a custom concentration infusion of potassium phosphate weight based dosing (drugid 215) through guardrails. The user entered 0.29 mmol for the drug amount, which made the dose 0.16 mmol/kg. The user entered 2.9 ml for the diluent volume, which made the concentration 0.1mmol/ml. The user then selected yes to the guardrails warning ¿dose is below guardrails limit of 1mmol/kg. Proceed?¿ the user then entered 60 minutes for the duration, which made the rate 0.2 mlhr. The user then selected cancel and channeled the device off. The total volume recorded as being infused during this period was 2.6301 ml. Functional testing found the device operating within specification. The root cause of the reported overinfusion was identified to be user programming (custom concentration).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an over infusion of potassium phosphate in the nicu. The nurse was initiating a new syringe of potassium phosphate, after the previous infusion of same medication had completed. A new syringe of 3mm/ml 0.29mmol in dextrose 10% 2.9ml IV was loaded into the infusion pump. The ordered dose was 0.29mmol to infuse at a rate of 0.48ml/hr over 6 hours, with a volume to be infused of 2.9ml. The nurse scanned the patient band, then scanned the medication label, and finally followed prompts on the medication administration record (mar.) The nurse stated, "I don't recall exactly what the mar indicated but it was not registering the pump." The nurse rescanned the medication and the pump several times until the pump displayed a prompt to confirm syringe, at which point the nurse confirmed. The nurse stated, "the pump then prompted me to add a number. I'm not remembering clearly if it was the top line or second line. I do remember adding 2 9." At this time the guardrails warning displayed the dose was high. The nurse stated, "....knowing that the med had been reviewed prior to my receiving it, I continued with the set up." The nurse then pressed start, and the medication began infusing. A message was then displayed on the mar with instruction to send the order to the pump. The nurse stated she "hit accept." While assessing the patient after initiation of the medication, the nurse observed that the drug was infusing at 29ml/hr. The nurse stopped the infusion and noted that 1ml of medication had infused within a "few minutes time." An EKG was completed, noting normal sinus rhythm. Stat labs were drawn with no significant change from baseline . It was reported that there were no adverse effects to the patient as a result of the event. Per pharmacy, the medication at the time of the event, was infusing at 29ml/hr, but should of been infusing at 0.48ml/hr. Pharmacy reports, although the nurse immediately unclamped the syringe, the patient received 1ml of mediation in 5-6 minutes, equating to a "total dose of 0.15meq at a rate of 1.8meq/kg/hr, which is above the infusion rate limit of 1meq/kg/hr." The patient was examined and furthered monitored; EKG was done to rule out arrhythmia and stat labs drawn to check electrolytes. Per pharmacy, the patient experienced no adverse affects as a result of the event.